Event description:
Patient reported the adhesive pad did not stay attached to her body with two different v-go devices on (B)(6) 2021. Patient reported that on (B)(6) 2021 patient changes her v-go device at night as usual and 15 minutes or less after following proper fill, wear, go procedure, patient felt the v-go device becoming detached from the back of her arm. Patient removed and replaced it with a new v-go device which lasted a few hours.